Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted it hurt every time she would move. Due to the pain, she underwent a surgery to remove essure. She ended up hemorrhaging during surgery and had an emergency hysterectomy. These events are listed according to the reference safety information for essure. In this case, she experienced this pain during essure use and requested its removal. Considering the compatible temporal relationship and considering that essure may cause pain and that there is no alternative explanation, the causal relationship with essure cannot be excluded. Also, as the hemorrhaging occurred during the essure removal procedure and no alternative explanation was provided, this event is rather considered related to essure. This case is regarded as incident since a device removal was required. In this case, neither batch number nor complaint sample were available for further technical investigation. The company technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015. This is a spontaneous case report received from a regulatory authority (FDA) in united states ((B)(4)) on 11-aug-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) on an unspecified date. The consumer stated that when she first got essure she thought it was great. She was in a little bit of pain the day she had it implanted but nothing major. On the next day, she woke up with an awful headache. Her color changed to a dark gray. According to consumer, her life went from happy and full of life, to just existing. She hurt every time she would move and could not take care of her children. Consumer discussed the pain with her doctor and also complained of metallic taste in her mouth and how quickly things had changed. The physician agreed that the essure should be removed. She underwent a surgery in the next week and ended up hemorrhaging during surgery and had an emergency hysterectomy. On the next morning, most of issues were gone. For the first time in 7 months she did not experience headache and finally remember things that she could not before. The metallic taste was gone, her color was back. At time of discharge she was full of life again. The consumer considered the events related to essure. Company causality comment: this spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted it hurt every time she would move. Due to the pain, she underwent a surgery to remove essure. She ended up hemorrhaging during surgery and had an emergency hysterectomy. These events are listed according to the reference safety information for essure. In this case, she experienced this pain during essure use and requested its removal. Considering the compatible temporal relationship and considering that essure may cause pain and that there is no alternative explanation, the causal relationship with essure cannot be excluded. Also, as the hemorrhaging occurred during the essure removal procedure and no alternative explanation was provided, this event is rather considered related to essure. This case is regarded as incident since a device removal was required.